Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Reportedly, it is unknown whether a stent graft-induced new entry tear at the distal end of the device was due to spring back force of the device or to the fragility of the patient's aorta. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection and reoperation.

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment of a thoracic aortic pseudoaneurysm using a gore® tag® conformable thoracic stent graft with active control system. On an unknown date, the follow-up examination reportedly confirmed a stent graft-induced new entry tear at the distal end of the device. On (B)(6) 2023, a reintervention was performed, and two additional stent grafts were implanted into the distal side. The patient tolerated the procedure. The timing of occurrence is unknown. Reportedly that it is unknown whether it was due to spring back force of the device or to the fragility of the patient's aorta.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the device is going be conducted. Further information will be provided. The device remains implanted and is not available for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.